Event description:
International affiliate reports the distal tips of two viper2 polyaxial x-tab drivers were found to have broken off of the instruments in a returned loaner kit. A hospital did not report an adverse event and the affiliate believes that damage may have occurred in transit. However, as it cannot be positively determined when/where tip breakage occurred and it is possible that tip breakage occurred during minimally invasive surgery and not been detected by the user, a medwatch report is being filed to document this event. See mfg medwatch report# 1526439-2012-00213 for the second viper2 polyaxial driver.

Manufacturer narrative:
Depuy synthes spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The viper2 x-tab polyaxial driver is not available for evaluation. Review of the device history record found no discrepancies and confirmed that the product was released accomplishing all quality requirements. Without a product sample, we are unable to confirm the reported issue or identify the root cause. However, it should be noted that a CAPA was opened to address previous product complaints involving driver tip breakage. This production lot was manufactured prior to implementation of the CAPA. In the absence of a product sample, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not available.

Manufacturer narrative:
Visual examination of the returned driver found that the most distal portion of the tip had broken off from the instrument. Review of device history records confirmed the instrument was manufactured to specification requirements. A CAPA that addressed tip breakage through design modification and material change has been implemented. This product lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.